Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a health professional in united states on 06-oct-2014 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert), lot number cd6467, insertion on (B)(6)-2014. During insertion attempt, the doctor was unable to advance the coil to the proper length. The doctor was instructed by the sales rep on what to do. After realizing that the device was not going to be in the right position, the doctor was instructed to remove the device by uncoiling it. After several attempts, the device would not release and had to be cut out. The doctor was unable to remove the tip of the device which was left in the patient. There was no harm to the patient. In addition it was reported that the original intended procedure was a hysteroscopic vaginal tubal occlusion. However, according to reporter, there was a device malfunction since the device did not do what it was supposed to do. The seriousness criteria other serious (important medical events) was reported but it was not specified for which event. Correction (10-oct-2014) following company internal review: the correct lot number is c06467 and not cd6467. Ptc investigation result was received on 23-oct-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: as of 10/13/2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch c06467 (production date 17-dec-2013 and expiration date 31-dec-2016) was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) and during insertion attempt, the doctor was unable to remove the tip of the device which was left in the patient (considered as device removal failed). During insertion the doctor was unable to advance the coil to the proper length / the device would not release (considered as device deployment issue) and the device had to be cut out (considered as device misuse). All these events were considered serious due to medical importance and listed for essure in the reference safety information. The seriousness criteria other serious (important medical events) was reported but it was not specified for which event. In this particular case, there was no harm to the patient. Given a compatible temporal relationship, a causal relationship between the events device removal failed and device deployment issue and suspect insert cannot be excluded. With regards to the event device misuse, as the physician trimmed the trailing coils of essure micro-insert with scissors, a causal relationship can be excluded with the suspect insert. This case was regarded as other reportable incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.